Manufacturer narrative:
The manufacturer is reporting the following complaint after a voluntary review of all complaints (reportable or not) since 2016. This report is being filed now, after being scrutinized under a newly revised risk matrix, recently adopted after inspection. Per customer communication, it has been determined that the device contains discoloration and possible contamination. Thus, it was recommended to the user that the device undergo an internal water path replacement. The device has not been received by cardioquip and therefore a full investigation of the suspected device and subsequent repair and inspection has not been able to be performed.

Event description:
Customer provided pictures of internal tubing of device for review, it was recommended for internal tubing replacement.

Event description:
Customer provided pictures of internal tubing of device for review, it was recommended for internal tubing replacement.

Manufacturer narrative:
Cardioquip received the device and performed an hpc test to gain a quantitative analysis of the water quality. The results came back outside of cardioquip's specifications for bacterial contamination. An internal water pathway replacement was performed on the device to return it to specification. Following the repair, the device passed inspection and is fully functional.